Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿constant air detection alarm" which was not reproduced. The reported ¿constant air detection alarm" was verified by the presence of "air in line!" Discovered through a review of the event history log. The symptom was found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "constant air detection alarm". There was no known patient injury or medical intervention associated with this event. No additional information is available.